Manufacturer narrative:
A ge rep performed an over the phone investigation. The ge service rep recommended a reboot of the system. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.

Event description:
The customer reported that the system would not move the motorized c-arm. No pt injury was reported.